Manufacturer narrative:
One device was returned for analysis of complaint that the occlusion alarm was triggered, and the reported issue was confirmed. The root cause of the event was an anomaly in the component (the downstream occlusion sensor), and it was replaced with a known good one. A "high pressure" alarm was recorded in the event log multiple times. Review of service history found no relevant information. Visual and functional testing was performed. Device passed all testing post repair.

Event description:
It was reported that the occlusion alarm was triggered. The event occurred while in patient use. There was no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.